Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the lines of the homechoice cassette and the bags, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis therapy. The registered nurse stated that there was air in the supply lines. During the troubleshooting, it was reported that there was likely a loose connection between the lines of the homechoice cassette and the bags that led to this alarm. Renal therapy services explained the alarm to the patient. During the follow up, the nurse stated that they are almost certain the alarm occurred due to the cassette and there were no indications of a leak from the solution bags. There was no patient injury or medical intervention associated with this event. No additional information is available.